Manufacturer narrative:
The reported issue was not duplicated and could not be verified. A root cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that the on/off button on the keypad of their device was intermittently responsive. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that the on/off button on the keypad of their device was intermittently responsive. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker. The customer was provided with a replacement keypad. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.